Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Patient was seen in clinic on (B)(6) 2015 and a reprogramming from 4 to 3 was attempted several times with no success. Patient has been successfully reprogrammed in the past with the last successful reprogramming occurring on (B)(6) 2013. The patient was scheduled for an additional attempt under fluoroscopy on (B)(6) 2015. The valve continued to be stuck at setting 4 with numerous attempts. The patient is going to remain at setting 4 and be followed in 3 months. Patient is doing well clinically. Reprogramming was in response to imaging.